Event description:
It was reported that a cartridge change error occurred. The customer did not have an alternate method of insulin therapy available. Customer declined follow up to verify back up therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.